Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A questionnaire was received and reviewed by a company clinical analyst. The questionnaire was received and reviewed by a company clinical analyst. The questionnaire indicates that the surgeon attributes the event to vacuum and aspiration settings being employed at the time of the event. As stated in the system operator's manual; appropriate use of parameters and accessories are important for successful procedures. Use of low vacuum limits, low flow rates, low bottle heights, high power settings, extended power usage, power usage during occlusion conditions (beeping tones), failure to sufficiently aspirate viscoelastic prior to using power, excessively tight incisions,and combinations of the above actions may result in significant temperature increases at incision site and inside the eye, and lead to severe thermal eye tissue damage. Occlusion tones (intermittent beeping tones during occlusion) indicate that the vacuum is near or at its preset limit, and aspiration flow is reduced or recognize the signal and manually stop delivery of ultrasonic energy. After review of the questionnaire, likely contributors to the reported event are inappropriate vacuum and/or aspiration settings as well as failure to stop delivery of ultrasonic energy in the presence of low aspiration. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Event description:
A nurse reported that during the segment removal step of a cataract procedure, a physician noticed a burn to the cornea. The burn resulted in wound leakage, and three sutures were placed to ensure wound closure. The patient's outcome has resolved with treatment. Per a returned questionnaire, the physician's opinion is that the vacuum/aspiration settings caused or contributed to the event.